Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
Patient reports that they had a laryngeal attack this morning (B)(6) 2025 and two of their firazyr syringes malfunctioned. Patient reports that with the first syringe the needle fell out of the orange needle hub that attaches to the barrel. Patient had no extra needles so that dose had to be wasted. Patient does not have the defective syringes / needles available for return (they were discarded). Two lot numbers were reported: lot number 03899442 / expiration: 07/2025 and 03628144 / expiration: 09/2025. Patient is unsure which lot number corresponds with the needle that fell off or the defective plunger.

Event description:
Patient reports that they had a laryngeal attack morning of 03/03/2025 and two of their firazyr syringes malfunctioned. Patient reports the second syringe's plunger malfunctioned and they were only able to get 3/4 of the dose, which was enough medicine to resolve the attack. Patient does not have the defective syringes available for return (they were discarded). Two lot numbers were reported: lot number 03899442 / expiration: 07/2025 and 03628144 / expiration: 09/2025. Patient is unsure which lot number corresponds with the needle that fell off or the defective plunger.

Manufacturer narrative:
Packaging contract manufacturing organization: cmo released 12,756 syringes in takeda firazyr cartons in the year prior to the complaint (6-mar- 2024 - 6-mar-2025). This is the 1st "defective needle" complaint during the same period of time, making the occurrence for this time period for either complaint approximately 1 in 13,000 syringes. Since there is no expected occurrence rate, and this appears to be an isolated incident, no corrective action will be taken at this time. The needles are a customer supplied component that undergoes a level of incoming inspection. The needles are a pre-packaged, customer supplied component and are not opened for inspection. In process inspection of syringe assemblies found no defects. There are no indications that personnel contributed to the root cause. Since assembly and packaging is performed manually, there are no indications that mechanical factors contributed to the root cause of this event. Needle contract manufacturing organization: there is no returned sample and photo. Due to the sample not returned, cmo is not able to confirm the reported condition. Cmo performed a batch history record's review (bhr) including a review of all data collected during in process and quality inspections. This review did not identify any non-conformance or specific event related to the reported condition. No deviation was opened in regard to the reported condition. Cmo manufactured and released according to applicable procedures and specifications. The batch involved in this complaint met all acceptable quality level (aql's). The investigator verified complaint history records from their customer complaint system and concludes that: the concerned batch has been previously investigated for a similar or equivalent problem statement. There are 2 complaints on the same batch number 0288366, pr# (B)(4) (may 2024) pr (B)(4) (jan 2025). A 24 month complaint trackwise system history search has been performed on same catalogue number and 07 (seven) similar complaints (does not attach/detach) was reported. Pr (B)(4) in oct 2022, pr (B)(4) in nov 2022, pr (B)(4) in dec 2022, pr (B)(4) in mar 2023, pr (B)(4) in apr 2023, pr (B)(4) in apr 2024, pr (B)(4) in may 2024, pr (B)(4) in jan 2025. However, complaint were not confirmed.